Event description:
It was reported that the patient had impaired wound healing at the midline incision, which was discharging clear fluid. Additionally, the patient also experienced insufficient pain relief, even after multiple attempts at optimize setting. The patient underwent a spinal cord stimulation (scs) explant procedure. The patient was doing well. The explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).